Manufacturer narrative:
The electrical resistance of the inspiratory heater wire of an rt206 adult breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate of occurrence of 44 devices per million sold worldwide in the last year to january 2009.

Event description:
Reporter reported via a distributor that an rt206 adult breathing circuit did not heat up. This event occurred during patient use. No patient consequence was reported.